Event description:
It was reported that the programmer intermittently would shut off, and after boot-up the cursor did not respond for approximately five minutes. The battery was removed to correct the intermittent power loss, and the programmer was placed into hibernation to correct the cursor issue. The programmer was restored and remains in use. There was no patient involvement.